Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via sems-06990369 that an ar-7720-2.0 humeral drill broke off during case in patient elbow. Had to deviate from standard procedure to remove the drill piece from the medial epicondyle. This occurred during use in a case. The case was completed after removing the drill.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.